Event description:
It was reported that a patient came in for multiple mandibular fractures approximately eight weeks prior to this report. The patient was put into occlusion with intermaxillary fixation (imf) screws and plated. The imf screws were removed as planned and there was still some movement in the parasymphyseal fracture which had an unknown quantity of four-hole plates over it. The surgeon took an x-ray and was not sure what was going on; he was going to possibly extract a tooth near the fracture which looked like it was no longer viable and possibly infected. The plan was to remove the tooth and take an iliac crest bone graft, then either put a larger reconstruction plate on or an external fixator. The patient opted to go for a second opinion at another clinic. There is not a known surgery date; the patient is lost to follow up because he decided to go to another surgeon. This is report 1 of 2 for complaint (B)(4). This report is for an unknown quantity of unknown plates.

Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is for an unknown quantity of plates, catalog and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.